Event description:
Captiva spine received a returned cervical plate on (B)(6) 2015 from a distributor. The distributor representative was contacted for further information regarding the returned device. The representative indicated that revision surgery was completed after it was identified that the hardware was pulling out of the bone in an x-ray. Captiva spine completed an investigation and determined that there were no signs of unusual wear or deterioration of the hardware. It is unclear as to why the construct was pulling out of the bone. There have been no additional reports regarding this incident.